Event description:
It was reported on (B)(6) 2010 that the patient experienced intermittent stimulation and a loss of therapeutic effect. There was no related accident or incident. It was indicated that position changes affect the stimulation. The patient also felt painful stimulation when in a sitting position. The patient planned to see the health care professional. It was reported on (B)(6) 2010 that the patent experienced a loss of therapeutic effect and that she felt stimulation in the anus "and is more faint." The patient attempted to increase the stimulation without success. There were no related accidents or incidents. The patient's status was fair. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).